Event description:
It was reported that a balloon rupture occurred. The 50% stenosed target lesion was located in the moderately tortuous and severely calcified mid left anterior descending artery. A 10mmx2.50mm wolverine coronary cutting balloon was selected for use. During the procedure, the balloon was able to cross the lesion. However, when the balloon was inflated up to 6 atm, it was noted that the balloon ruptured. It seemed that it came in contact with the nodule of the calcification. The procedure was completed with the original device. No patient complications were reported.